Manufacturer narrative:
Na

Event description:
It was reported that the device could not be interrogated. The patient recently received a thoratec heartmate ii. The physician tried using a shield; however, the device still could not be interrogated. As a result, the device will be explanted.